Event description:
The patient reported that the lower rate on the device was set at 80 beats per minute; however, the pulse was 28 beats per minute. It was noted that the patient felt tired was using a blood pressure cuff at the time of the event. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
Follow up information was received from the physician's office. The patient was seen and there were no issues with the device. The clinician thought the patient misread the blood pressure cuff.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65, implantable tachy lead, (B)(6) 2010; 4076-45, implantable pacing lead, (B)(6) 2009. (B)(4).